Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary rx fully covered rmv stent was to be implanted in the bile duct to stop ampullary bleeding during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, near the end of deployment, the delivery system slipped and moved into the scope causing the stent to be deployed 2cm outside of the bile duct and in the duodenum. The stent was removed from the patient with a rescue combo grasper and another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary stent was implanted in the bile duct to stop ampullary bleeding. However, per the wallflex biliary rx fully covered stent system rmv instructions for use (IFU), the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstructions prior to surgery and for indwell up to 12 months on the treatment of benign biliary strictures secondary to chronic pancreatitis. The stent is not intended to stop the bleeding.